Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 105 units while caller expected (B)(4) units, and caller also reported overfilling cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed removing air from cartridge, using room temperature insulin, and not reusing cartridge, declined to load new cartridge, and planned to continue using current cartridge and follow up if needed after being advised by technical support not to overfill cartridge.